Event description:
Attempted to send at home covid test via (B)(6) did not pick it up for about a week. Labcorp still ran the test even though their eua submission states they are not supposed to accession samples unless it is one day from collection date (sent in on nov 20, 2020, they received it (B)(6) 2020). Note that I repeatedly attempted to contact labcorp via their support phone number and they never picked up. (Spent about 5 hours on the phone). Similarly they never responded to the email I sent to their support number; labcorp. FDA safety report ID# (B)(4).